Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email on (B)(6) 2018, that the insulin pump does not rewind all the way and gets stuck. The customer also reported that the insulin pump occasionally gives no delivery alarms and has issues with battery longevity. No further details were given. Product will not be returned for analysis.